Manufacturer narrative:
Troubleshooting of the device with customer service confirmed the reported issue. Troubleshooting of the device with customer service did not identify a cause for the battery not properly retaining within the unit. The customer was advised to remove the unit from service based on the reported issue.

Event description:
A customer reported their battery pack will not stay latched in their AED. The customer did not report this occurring during patient use.